Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the cable unit was deformed, the water tightness was lost, and loose contact was noted on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the autoclavable camera head had loose contact on the cable. Upon inspection of the customer¿s returned device it was observed, because the cable unit was twisted, the displayed image was noted to be flickering. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a kink on the cable was confirmed. Therefore, it was likely that the reported phenomenon ¿image flickers¿ occurred because the video function did not work properly because the cable was partially broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.